Manufacturer narrative:
This is in regard to the solenoid, x-valve (number 3) that was delivered to the product investigation lab (pil) with the following accusation: proximal pressure sensor autozero failed (ec 110a). The issue could not be duplicated at the pil. The solenoid operated at the pil without issue, and the 110a error code was not present. The solenoid passed all testing in test 4 (pressure accuracy testing) of the service manual. No problem was found.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse found that solenoids 3 and 4 were faulty. The fse therefore replaced solenoids 3 and 4, successfully performed the required testing, and placed the device back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that a 110a "proximal pressure sensor autozero failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered since the issue was found during preventive maintenance. The investigation is ongoing.